Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall alarms requiring multiple restarts, a several-hour disconnection, and later an occlusion alarm that was cleared; the device subsequently resumed function after a full supply change but recurrent alert 38 events occurred, prompting replacement, and the highest reported blood glucose reached 360 mg/dl with out-of-range duration of about four and a half hours, after which the user planned to revert to backup therapy. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting, education, and coordination of a device replacement with return of the original unit. Investigation of this device revealed a suspected motor stall associated with the pump mechanism, consistent with a device malfunction necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction leading to motor stall.